Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a generator changeout procedure. During procedure, it was noted that atrial lead exhibited noise. The lead remains implanted and would be monitored. There were no consequences to the patient.